Manufacturer narrative:
Block h6 (device codes): device problem code a0501 captures the reportable event of coil wire detached.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure. The procedure date is unknown. During procedure, the physician observed that the coil wire was detached. There were no patient complications reported as a result of this event.